Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead had high capture thresholds and in turn had high outputs. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the tip measuring 57.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.